Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for failure analysis investigations.

Event description:
It was reported that a wire from the tenaculum forceps instrument fell out of place, broke, and fell into the patient. The wire was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The tenaculum forceps instrument was received and failure analysis found the instrument to have a fully broken distal pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was missing from the clevis.